Event description:
The device was returned for lcd touch input failure, specifically the user said the display went white. Upon testing, the screen was outputting the proper visual information except for the fact that the coloration had a distinct pink/purple hue. An internal investigation found the lcd screw mounts that hold the main pcba were broken. The outlet pin on the fva is sticking and will have new lip seals installed. The mr sticker is slightly damage and will be replaced. The right pogo pin on the power entry board has signs of arcing damage, while the pump is charging correctly this too will be replaced. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further engineer evaluation and will be replaced with new batteries. The customer reported complaint has been confirmed.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "the display is just white with no text. When touching the touchscreen, there is a response from the pump via sound it makes. " patient harm: no. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.